Event description:
The rptr states that, while evaluating device, it locked up and displayed a service wrench after which error codes 11 and 51 were observed. The rptr stated he was able to duplicate the alleged malfunction several times after clearing the error code log. The rptr indicated the alleged malfunction could occur during a pt code, locking up the device and causing the operator to be unable to resuscitate a pt.